Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, seven months later computed tomography of chest pulmonary angiogram revealed that bilateral upper and lower lobe segmental and sub segmental pulmonary emboli. Approximately, three years and three months later radiography of lumbar spine was performed post fall with lower back pain, which showed an inferior vena cava filter with 2 superiorly and laterally directed struts. Approximately, six years and seven months later computed tomography revealed that there was an inferior vena cava filter located just proximal and at the disc. The distal extent posterior to the inferior vena cava, with one limb extended to the limb node just medial to extend 0.6 cm beyond the walls of the inferior vena cava and extended to the spine posteriorly. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and material deformation. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time, post filter deployment, it was alleged that the filter deformed, struts perforated, the patient reportedly diagnosed with pulmonary embolism post filter implant, and experienced back pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.